Event description:
It was reported that during a lap nissen procedure, the instrument failed to fire and did not staple or cut. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.